Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator delivers at 58% o2 with o2 and air supply connected through wall or through the compressor. Pt involvement, no pt harm.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on (B)(6) 2015. The alleged failed product was not returned to carefusion for further evaluation, therefore root cause of the reported failure can¿t be determined. If additional information becomes available this file may be re-opened. Life threatening was added because the ventilator required change out. Brand name: avea ventilator.